Event description:
End user alleges that she leaned forward to remove a sock while seated in the motorized wheelchair and fell to the floor fracturing her right leg. The end user reports that she was not wearing her seat belt at the time of the alleged incident.

Manufacturer narrative:
No malfunction of the motorized wheelchair suspected. End user reported leaning out of the motorized wheelchair without the use of a seat belt. Upon inspection of the motorized wheelchair, it was noted that the motorized wheelchair was not properly maintained and the controller was not mounted in the bracket. The hoveround owner's manual advises, "do not operate a power wheelchair that is not functioning correctly" and "always use the seat belt".